Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for several patients. Per customer, since 2008, they have encountered approximately 20 erroneous patient samples for accu tni between their two instruments. (See MDR #: 2122870-2008-262). The customer only provided results for one sample: the initial results were: 4.95 ng/ml and 1.64 ng/ml. The sample was re-tested and repeated results were: 2 x 0.34ng/ml and 0.40 ng/ml. The sample was tested on a different instrument in the customer's lab and initial results were: 3.90 ng/ml and 0.44ng/ml. The specimen was re-tested on this instrument and repeated values were: 0.67 ng/ml, 0.38 ng/ml, and 0.50ng/ml. The results were reported out of the lab. However, it was not known how many actual erroneous results were reported out to the physician. The customer further informed any results that were reported have been corrected. There was been no report of patient injury, death, or change to treatment received by bci to date.

Manufacturer narrative:
Based on qc charts, customer have encountered qc problems prior to the event. A system check completed in 2008 was within specifications. Per customer, the majority of the patient samples are drawn by their emergency department (ed) into bd lithium heparin plasma gel separator tubes. The specimens are originally tested in the primary tubes. Per lab protocol, samples that do not repeat are poured off into 2ml cups for repeat testing. Samples are not re-centrifuged between original and repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic and system carryover protocols, and the carryover test failed. The fse replaced a sample pipettor and performed a preventive maintenance (pm). A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.